Event description:
According to the available information the patient's left side of bladder was perforated by the introducer and was discovered when cystoscopy was performed. Sling was removed from bladder successfully and patient went home with catheter for two weeks.